Manufacturer narrative:
(B)(4).

Event description:
The event was reported by customer from USA: "we have had a few chargers where the outlet tongs have fell out when removed from the wall. The chargers are attached to the wall and is removed only when used for periods greater than 24 hours (not often). The insertion point to remove the charger from the unit is manipulated whenever a unit is used. Delay in therapy: unknown. Need for medical intervention: unknown."